Manufacturer narrative:
Analysis of the extension found the body was not straight (new out of the box). The coil of the extension body appeared bent 10.1 cm form the proximal end. Note that section d information references the main component of the system and other applicable components are: product ID neu_wrench_acc, product type accessory.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that when the extension package was opened, they saw the extension was bent. The extension was not implanted and a new extension was used to resolve the issue. No environmental, external or patient factors contributed to the event. No diagnostics or troubleshooting was done. No patient complications were reported.

Manufacturer narrative:
The previously reported conclusion code no longer applies to this event. If information is provided in the future, a supplemental report will be issued.